Event description:
It was reported the patient was in a bicycle accident and needed an MRI. The patient had a loss of therapeutic effect and stimulation sensation following the accident. The patient could not increase stimulation due to the pain. The patient also experienced pain with urination and bowel movement, but that was preexisting to implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v598061, implanted: 2011-(B)(6), product type lead. (B)(4).